Manufacturer narrative:
Results: eval of the required product did not confirm the reported issue; initially while using new batteries, the power lights flashed and then remained on without any sound coming from the unit. Batteries were removed and re-installed but unit did not power on and lights did not flash at all. No physical damage to the unit observed. Note: instructions for use has a statement: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from the face plate. (B)(4).

Event description:
Customer reported the alarm has no power. The customer reported the batteries have been replaced with a new supply and there was no visible damage to the alarm. The customer could not provide the date when discovered. No pt incident or injury was reported.